Manufacturer narrative:
D.9 - the exact date the device was returned is unknown. The investigation for the reported issue has been completed. The data logs showed that the complaint date was consistent with complaint intake. The console was returned to field service in germany. The console was power cycled several times and tested with a pump and purge system with no issues. The console was disassembled and interior connections were inspected. It was observed that the ribbon cable from the 4-in-1 to the impellatronics board was slightly misaligned, as well as the ribbon cable from the 4-in-1 to the optical bench. It is most likely that the misaligned connections could have caused intermittent communication issues. The cause of the controller error and momentary interruption of communication was most likely due to loose connectors. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was on an automated impella controller for mechanical circulatory support. While on support, there was a "controller error" alarm. After two minutes, the error fixed without replacement. The physician decided not to exchange. There was no report of patient harm or injury.